Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer returned 5 files in pack lot number 082619057. Checked under microscope and found no manufacturing marks or defects. Files were measured within specifications and passed twist test. Returned product meets specification.

Event description:
In this event it was reported that a hs-c40400531neyy - dsd 40/05 31mm niti file broke during use. The event outcome is unknown as of this MDR evaluation.